Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported via merlin.net transmission that the patient's implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were suggested. There were no patient consequences.